Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, heart failure, infective endocarditis, arterial hypertension, pulmonary hypertension, coronary artery disease, atrial fibrillation, peripheral atherosclerosis, chronic kidney disease, bicuspid aortic valve. Complications reported included surgical intervention (redo, permanent pacemaker), hospitalization, endocarditis, aortic regurgitation, death, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "long-term outcomes of the largest (29) epic supra aortic valve bioprosthesis: comparing recommended with upsizing implantation", was reviewed. The article presented a retrospective, single center study to investigate outcomes of aortic valve replacement with the largest available epic supra bioprosthesis (size 29). Devices included in the study were solely epic supra aortic valve. The article concluded that results illustrated exemplary clinical and haemodynamic performance. In addition, the 29 size prosthesis can safely be implanted into patients with smaller than 29 mm annulus, which may improve future valve-in-valve options. [The primary and corresponding author was torsten doenst, department of cardiothoracic surgery, jena university hospital, friedrich schiller university of jena, jena, germany, with corresponding email: doenst@med.uni-jena.de]. The time frame of the study was from 2011 to 2023. A total of 360 patients were included in the study, of which all received an abbott device. The average age was 67.7 years; the majority gender was male. Comorbidities included diabetes mellitus, heart failure, infective endocarditis, arterial hypertension, pulmonary hypertension, coronary artery disease, atrial fibrillation, peripheral atherosclerosis, chronic kidney disease, bicuspid aortic valve.